Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure, high respiratory rate and volume different than set. There was no patient harm. Manufacturer's ref. #: (B)(4).